Event description:
A caller reported experiencing a cartridge alarm 31 with no incidents of blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer had encountered cartridge alarms with consecutive cartridges previously, and as a resolution, cts decided to replace the pump. The customer was instructed to return the problematic pump using a tandem-provided return box and pre-paid label, ensuring it was sent back within 10 days to avoid charges. The customer was also advised on programming their settings and connecting their cgm to the replacement pump, with cts arranging the shipment of a replacement pump and two cartridges. Customer will continue to use current pump.